Event description:
The patient was placed under general anesthesia for a transcarotid artery revascularization (tcar) procedure. The physician had a difficult time introducing the 0.014" interventional wire into the common carotid artery. While it was speculated there was a dissection, it was not confirmed by angiogram. He reattempted introduction of the 0.014" wire, and was still unsuccessful. After a contrast injection, an extravasation was noted on the angiogram. He was never able to gain access to the true lumen of the common carotid. At that time, the physician felt it was best for the patient to convert to a cea. There was no report of a negative patient outcome.